Manufacturer narrative:
This is an initial report. The device is still implanted. Review of the patient data has not found any abnormalities in patient's usage or the device operation. The device has been powered off and we are awaiting the device to be returned for evaluation in the event of an explant.

Event description:
It was reported to nevro that a patient from (B)(6) experienced "shocks" at her ipg pocket site and the sensation had caused her to feel extreme pain. The patient was admitted to the emergency room due to the pain. It was also reported that the shocks caused constant paresthesia down both legs. The device was powered down and the patient is waiting follow up for possible revision. The x-ray showed that the leads had a slight migration. The impedances were checked and were normal.

Manufacturer narrative:
The returned device was analyzed. Visual inspection under x-rays did not find any abnormalities; the electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. Current leakage was tested and measured under simulated implant condition. We did not find any device malfunctions. Hermeticity control was also tested and the device had maintained its seal integrity. The analysis did not find any issues with the returned device. The investigation concluded that the ipg was functioning to speciations. The follow up report indicated that the patient recovered without sequelae after the explant procedure.